Event description:
It was reported that during a case to implant lead, the manufacturer's representative (rep) saw high impedances ~10,000 ohms on contact 2b. The surgeon made adjustments to location by moving the lead up, then back into position due to what he thought may be an air bubble around the lead. As surgeon was doing this, they would see impedance value change to 2c, back to 2b. They changed out the testing cable with same results on 2b and 2c and finally changed out the lead. The 2nd lead presented with impedance issues at 2b as well, but once they connected to the extension and ins, they were able to see normal impedances and all resolved. The rep didn't get 1st lead to send back for analysis as mayo kept the lead. Technical services (ts) reviewed some other possible troubleshooting steps as well that could be tried if they run into this again.

Manufacturer narrative:
Concomitant medical products: product ID: b3300542, serial# (B)(4), product type: lead. Product ID: b3300542, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: b3300542, serial/lot #: (B)(4), ubd: 22-nov-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID b3300542 lot# serial#(B)(6) implanted: (B)(6) 2022, explanted: (B)(6) 2022. Product type lead product ID b3300542 lot# serial# (B)(6), implanted: (B)(6) 2022, product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that cause was not determined and all impedance issues resolved following the connection to the battery and there have been no further problems.